Manufacturer narrative:
(B)(4).

Event description:
The patient reported a sharp shooting pain. Location of symptoms reported: under left breast. Ins was turned off. Regarding how often it was occurring, it was noted: intermittent. Event date: (B)(6) 2015. The patient stated she had her device turned off 2 months ago because "it was basically dead anyways and I was getting a sharp shooting pain so they are going to take it out and then put a new one in once they do some things in between that but they need to take the lead out too in order to do some things". The patient noted the pain "shoots up to the left side of my stomach right under my left boob, and it started 6-8 months ago" ((B)(6) 2015). The patient described this pain as an "intermittent sharp pain". Since the stimulator was turned off, this pain did stop. The patient wanted to know if any surgeon can take out the device. The patient has managing doctor, but not a doctor that can take it out. Patient services sent hcp (healthcare provider) listings. Indications for use was noted as: gastric stimulation.

Event description:
Additional information received from the health care provider (hcp) via a manufacturer representative reported that the patient's implantable neurostimulator (ins) failed and was explanted on (B)(6) 2016. The device and leads were sent to the hospital's laboratory for gross exam.